Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, serial number label missing and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the top rim where the reservoir goes into the pump has come off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.